Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: blade device, (B)(6) 2020. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the issue related to the unattached knob was a design issue, which has been escalated to a CAPA. The assignable root cause was determined to be traced to a device design. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the turning knob of the battery oscillator device had fallen apart from the handpiece. It was further observed that the saw device could not be coupled with the saw head as the knob was detached from the handpiece. It was further determined that the device failed pretest for check the quick coupling for saw blades and check oscillation frequency with frequency meter. It was noted in the service order that the saw holder did not hold the blade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.